Event description:
Healthcare via jopbs professional reported unknown side seroma. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.